Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected and analysed using fourier transform infrared spectroscopy (ftir).   Results: visual inspection of the complaint cannula revealed that there was a white material found inside the nasal prongs. Ftir analysis further revealed that the white material was a corn prolamine protein. Conclusion: we are unable to determine the cause of the reported event. However, as corn prolamine materials are not used in the manufacturing process of any f&p products, it is likely that the white material is a result of exposure to a chemical.   All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. The subject cannula would have met the required specification at time of production.   The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death.

Event description:
A distributor, on behalf of a healthcare facility in china, reported an issue with an opt316. Optiflow junior nasal cannula. Upon device evaluation at fisher & paykel healthcare (f&p) new zealand, it was found that the nasal prongs were occluded. There was no patient involvement.